Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during an initial implant procedure bradycardia was observed for the patient. When stimulation was tested, the heart rated dropped form 72 bpm to 68 bpm. The electrodes were adjusted by positioning the electrodes further and closer to the to the head. After retesting with the electrodes closer to the to the head bradycardia was still seen; however, there was no drop in blood pressure so it was decided to leave the electrodes in that position and the procedure was completed. Due to the event surgery time was extended. Device history records were reviewed. The generator passed all functional specifications and quality tests and was sterilized prior to distribution. No other relevant information has been received to date.

Event description:
Response was received by the physician.the patient had no prior history of cardiac events. The event occurred while performing system diagnostics. The length of surgery was about 3 hours. No problem was identified with the vns during the implant and no intervention was taken for the event. The arrhythmia has not recurred. The vns will continue to be used with the output gradually increased over a longer period than usual. The output will be changed while the patient is lying down in bed, to avoid any problems if bradycardia occurs.